Event description:
Report received from the USA stating that during pre-testing, it was discovered that the motor device had a "small tear in the hose" near the end that plus into the foot control device. There were no delays to scheduled surgeries as an identical motor device was available. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was tested and the reported condition was duplicated. Evidence indicates this is due to usage wear over time. The reported condition was confirmed. If additional info is received, a supplemental report will be sent. Ref: (B)(4).